Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the insulin pump works as designed. The customer was advised to stay on their back-up plan and to see a health care provider about the elevated high blood glucose. No further information was provided.